Manufacturer narrative:
(B)(4) date sent: 10/22/2025 additional information was requested, and the following was obtained: what was the color of the reload? Green and yellow both were sent, if green was present, it was the first shot. Please provide the patient¿s bmi. Ca 50. Did the surgeon wait 15 seconds prior to firing? Yes, they checked it with the clock of the sterile nurse. Was there any difficulty during the firing stroke? Unk. Was there any unusual noise when firing? Unk. Did the firing stop on its own or did the surgeon stop the firing sequence? Unk.

Manufacturer narrative:
(B)(4) date sent: 9/23/2025 d4: batch # 538d62. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60g reloads present. The reloads were received fully fired. Upon further inspection, the reloads were found to have slight damaged on the knife channel. The found damage on the reloads is consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. Additionally, photos were provided and they showed a piece of tissue with a staple line and several malformed staples. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the cut was noted to be jagged due to a damaged knife. In addition, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. The damage to the knife wings is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 538d62, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device deliver any staples? Yes if yes, were the staples formed properly? No see pictures if yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? Not aware if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not aware was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the color of the reload? Please provide the patient¿s bmi. Did the surgeon wait 15 seconds prior to firing? Was there any difficulty during the firing stroke? Was there any unusual noise when firing? Did the firing stop on its own or did the surgeon stop the firing sequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, after inserting the first magazine, only a short section was stapled (approx. 1 cm), and the rest was not. No staple line was formed, and many unformed staples were visible (see also the image of the remaining stomach). The same was true for the second magazine. The surgeon then examined the stapler outside the site and attempted to fire it, as well as manually retract the knife. A second psee60a was used. The large defect in the antrum caused by the unformed staple line had to be sutured. This significantly extended the operating time. At this point, the sales rep entered the operating room.